Event description:
The patient was scheduled for a bravo capsule placement. On the first attempt the capsule attached to patient's esophagus but failed to release from the chamber. A second attempt was made with a new product. On the second attempt, the capsule failed to attach to the patient's esophagus and fell off the catheter. A third attempt was then made. On the third attempt, the capsule was successfully placed and the procedure was completed.